Manufacturer narrative:
Unit had blank display due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.

Event description:
It was reported that the customer noticed their device is pixelated and illegible. Report does not state whether reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 7.0 mmo/l. No further details or information available. The device will be returned for analysis.

Manufacturer narrative:
Unit had blank display due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.